Event description:
The customer returned the device stating, ¿the battery compartment was damaged¿; during device evaluation it was found downstream occlusion (dso) seal delamination. Status of the product at the time of event was during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported issue of "damaged battery compartment" was confirmed. Further investigation found downstream occlusion (dso) seal delamination. Replaced battery compartment and dso seal. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.